Event description:
It was reported in a literature publication that 20 patients underwent surgical treatment for periodontal bone defects using rhbmp-2/acs. Group one consisted of eight patients (3 female, 5 male, with 18 periodontal defects without bony walls). Group one was treated with the muco-periosteal flap technique using rhbmp-2/acs and platelet-rich plasma (prp). Group two consisted of five patients (1 female, 4 male, with 11 periodontal defects without bony walls). Group two was treated with an endoscopic bridge-flap technique using dbm, rhbmp-2 and prepared prp. Group three (consisting of 7 patients, 5 female and 2 male with 16 periodontal defects) was treated with an endoscopic bridge-flap technique using tricalciumphosphate, rhbmp-2 and prepared prp. Patients in group one experienced wound healing disturbances caused by the swelling of acs. Authors noted swelling of the soft tissue, particularly in the papillae region.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7510400, product code nek was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 7510400, PMA # p050053 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Literature article citation: schuckert et al. Bone tissue engineering in oral surgery: a new method of bone development in periodontal surgery. Tissue engineering 2011: vol 17; no 12.